Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The touchscreen was tested for functionality and calibration; intermittent response to touch was noted. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported during a routine implant procedure, this programmer exhibited an unresponsive touchscreen. The physician attempted to shut down the programmer and restart it multiple times. The touchscreen on the programmer continued to be unresponsive. There were no adverse patient effects reported. The programmer was returned, and analysis completed.